Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the infusion set catheter was bent and the infusion device did not trigger an alarm. Patient is currently in the hospital; bent catheter occurred while patient was in the hospital. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification. Result the product does not contribute to the problem mentioned by the patient and is not required for further investigation. The production data comply with the specification. Production reports were reviewed. The product is not required and does not contribute to the problem mentioned by the patient. Device was not returned.